Manufacturer narrative:
The following device was also listed in this report: femoral component: cat# unknown, lot# unknown. It cannot be determined if the additional device listed in this report may have caused or contributed to the patient's experience. It was noted that the reported device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to patient complaint of pain. Surgeon reported a suspicion of femoral loosening, but intra-operatively no devices were found loose. Femoral component and insert were revised. Rep reported that x-rays, operative reports, and additional information are not available.